Event description:
It was reported that the 2mm micropituitary tip was broken off during use in surgery. All broken pieces were retrieved. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the static shaft was broken at the tip near the pin location. A review of the device history records found no documentation to indicate a non-conformance to specification.